Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate result.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 115 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call not fasting ((B)(6) 2015; 3:45 pm) with results of 184 mg/dl and 169 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: memory 1:169mg/dl (B)(6) 2015 03:31pm fasting: yes. Memory 2:184mg/dl (B)(6) 2015 03:31pm fasting: yes. Memory 3:348mg/dl (B)(6) 2015 01:49pm fasting: yes. Memory 4:323mg/dl (B)(6) 2015 01:48pm fasting: yes. Memory 5:318mg/dl (B)(6) 2015 01:47pm fasting: yes. Adverse event not reported.